Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd882621 with no exceptions or issues observed related to the reported condition. A batch review was conducted for potentially associated lot number gd879924 which revealed voids noted in the pouch seal during manufacturing. Corrective actions were implemented by the manufacturing facility and a re-inspection of the lot was performed which revealed all affected units were removed prior to release of the lot. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of fever, pain from gout, and peritonitis with culture positive for fungal, (B)(6) in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced a fever and pain from gout that resulted in hospitalization on (B)(6) 2011. While in the hospital, on an unreported date, the patient was diagnosed with peritonitis. The doctor stated that the infection was inside the peritoneum and not outside. Treatment provided for the events was not reported. On (B)(6) 2011, the patient's pd catheter was removed and dianeal therapies were withdrawn. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. The outcomes for the fever and pain from gout were not reported. The nurse stated that the peritonitis with culture positive for fungal, vre, and "staff infection" was unrelated to dianeal therapy. An opinion of causality was not provided for the events of fever and pain from gout.